Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due to receiving a power source alert while using the tandem-provided wall charging adapter. Customer addressed bg level via correction injection via manual dose injection. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter.